Event description:
Iit was reported that the patient underwent revision surgery due to out-of-range/high impedance failure. There was no report of patient harm or injury. The lead was removed entirely, and a new lead was implanted without complications.

Manufacturer narrative:
Mml # (B)(4).

Manufacturer narrative:
(B)(4). Additional information: x-ray imaging taken during the revision procedure confirmed that the right lead was damaged (split) at its distal portion, resulting in a full fracture intraoperatively. The entire right lead was removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was received for analysis. The allegation of out-of-range (oor) was confirmed. The lead was received cut in two segments, with the proximal anode end missing. Pull damage was observed at the distal electrode end. Closer inspection of the lead separation under a lab microscope revealed rounded, fractured coils across all coils. No other damages or anomalies were observed throughout the lead. Functional testing could not be performed because the lead received was cut into two segments during the explant procedure. Updated h6.

Event description:
It was reported that the patient underwent revision surgery due to out-of-range/high impedance failure. There was no report of patient harm or injury. The lead was removed entirely, and a new lead was implanted without complications.